Manufacturer narrative:
B3: the events occurred on an unreported date from dec 2023 to the present. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritoneal infections. The patient was hospitalized and treated with cephalosporin for the events. Pd therapy was continued during the treatment. The cause of the events and patient outcomes were not reported. The reporter declined to provide additional information.